Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 658 mg/dl. Ketone level was high and customer was in diabetic ketoacidosis (dka). Customer went to the emergency room and was admitted to the hospital. Reportedly, customer experienced a heart attack, acute renal failure and sepsis. Intravenous insulin/magnesium were administered. Customer's reported issues were resolved. There was no permanent damage; however, the physician reported it would take time for the customer's body to fully recover. Customer was discharged on (B)(6) 2019. Customer did not know cause of elevated bg. There were no issues observed with the cartridge/infusion set and there were no alerts or alarms.